Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s gram-negative peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler or liberty cycler set malfunction or product deficiency. The pdrn reported the cause of the peritonitis was a break in aseptic technique related to unsanitary practice by the patient, due to a cast placed over the patient¿s dominant arm. ¿peritonitis caused by gram-negative bacteria is a serious complication of peritoneal dialysis. Gram-negative peritonitis may result from touch contamination, exit site infection, or possibly a bowel source such as constipation, colitis, or transmural migration, but the cause is often unclear

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient had been hospitalized due to peritonitis. Upon follow up, the pdrn stated that the patient was seen at the clinic on (B)(6) 2019 and reported cloudy bags and abdominal pain. Cultures were performed and showed revealed klebsiella and morganell morganii, reported by the pdrn as gram negative bacilli. The patient was prescribed doses of gentamycin and vancomycin ip for treatment. In addition, the patient broke their (dominant) arm recently. The patient¿s arm fracture occurred after a fall outside their home and was not related to any fresenius equipment or products; the patient was not hospitalized for the arm fracture. The pdrn confirmed that the cause of the peritonitis was the break in aseptic technique due to the patient¿s broken arm. The patient remains hospitalized and the event is not yet resolved. The patient refused pd treatment and has transitioned to hemodialysis (hd) treatment in the hospital.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.